Manufacturer narrative:
The investigation of positioning issues and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Positioning issues: unable to recross the valve so pump explanted. The cause of the positioning issue was most likely use related since the physician accidentally pulled the pump back during repositioning and was unable to recross. Vf: the root cause of the vt/vf/at/af was unable to be determined due to insufficient clinical details. H6 health effect - impact code 4647 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-30711.

Event description:
The user facility reported the patient was on impella cp support and during support, the patient was shocked three times for ventricular fibrillation. Additionally, there were issues with the impella's position. The impella was in the papillary and while attempting to reposition, the impella was accidentally pulled back. Attempts to reposition were unsuccessful. The pump was explanted. Patient survived.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.